Event description:
It was reported to philips that the customer was unable to perform geometry movements normally. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was restarted three times to solve the issue temporarily and finished procedure. It was reported that the geometry movements were unavailable. Upon further inspection, customer contacted philips field service engineer (fse) and customer was instructed to restarted system and only moved c arm and table to finish procedure, instead of moving detector. Procedure was finished by using the same method. Onsite service was not called. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.